Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, and the lens tore during delivery into the patient's eye. The lens was removed during the same surgery with no patient injury. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn, foreign material on lens surface (residue on lens) and the torn haptic piece missing. Claim # (B)(4).